Event description:
It was reported that the customer's insulin pump was alarming button error and battery out limit. Customer stated they had been in the hospital for a spinal operation and is unable to clear the alarms. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 249 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.